Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver morphine 1mg/ml, at a rate of 2ml/hr, with a 2ml bolus, and a 15 min pt lockout. No further programming parameters were provided. On (B) (6) 2009 at an unspecified time, the homecare nurse reported the device display indicated that 0ml remained to be delivered; however, 28ml remained in the container. The device was removed from clinical service. No further medical interventions were provided. Ths customer contact stated there was no change in the pt's status. There were no reported adverse pt effects or no reported delay in therapy critical to this pt. During testing at the user facility, the device delivered less than expected. Though requested, no additional info including if the therapy was resumed using a replacement device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4)